Event description:
During an in clinic follow up, oversensing due to noise resulting in inappropriate mode switching was noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.